Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 190mg/dl at the time of the incident. Customer also reports that they had failed battery alarm. The customer was assisted with troubleshooting and the display did not return. Customer perform self test and it was successful. The customer was advised to monitor the pump and call back if issue occur again. Customer also advised to replace battery cap. The insulin pump will not be returned for analysis.